Manufacturer narrative:
The bag/vent switch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a routine maintenance visit, gehc service representative noted that the bag/vent switch is not functioning as expected. There was no report of patient involvement.